Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a dislodged cautery hook at the distal end. The hook is not fully intact at the molded insulator and as a result failed both electric continuity and energy delivery test. The complaint regarding the instrument smoked between the joint and shaft was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may include an accidental drop of the product or collisions with other objects or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, permanent cautery hook (pch) instrument was found to have smoke coming between joint and shaft. The procedure was completed with no reported injury.